Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that his patient has whitened off and on numerous times recently, and that her lips keep swelling up. Advised dentist to inform the patient to discontinue use of the kör desensitizer permanently, and if need be, she can see her general practitioner to help with any symptoms. Also, shipped out a 5ml bottle of kör complete desensitizer at no charge for the patient to try once she returns to normal. Left messages to dental office serveral times for follow-up. Heard back from dentist on (B)(6) 2018, who said the patient returned to normal after approximately one week. He supplied the patient with the kör complete desensitizer, but the patient has not resumed whitening yet.